Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during drain was not confirmed due to a lack of sample. The lot number is unknown, therefore, a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A patient contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during a drain cycle. (B)(4) asked the troubleshooting questions and the patient stated that he used the same supplies once before when he had the system error 2240. (B)(4) explained the error indicated a large amount of air had entered into the disposable set, and some possible causes. (B)(4) recommended that the patient call baxter at the time of the alarm. The patient stated that the alarm occurred at 3:00. (B)(4) explained that they can call baxter 24 hours a day for support with the hc. (B)(4) recommended that the patient contact their nurse. No injury or medical intervention was reported.